Event description:
It was reported to olympus field service engineer (fse), that the high definition lcd monitor had no display when the monitor arm was moved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the site noted that the serial digital interface (sdi) in the boom monitor arm was damaged after troubleshooting the signal issue. The customer was recommended to run two 5ft cables connecting the evis exera iii video system center to the monitor. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was not returned for evaluation. However, it is possible the reported issue was caused by damage to the video cable. Olympus will continue to monitor field performance for this device.